Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the computer, system board and power switch board were replaced. A system checkout was performed after replacing parts. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have been received by manufacturer for evaluation but results are not yet available.

Event description:
A medtronic representative reported that while outside of procedure there was no motion on the imaging system. There was no patient present at the time of the issue.

Manufacturer narrative:
The analysis on the power switching board was completed by medtronic personnel. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The analysis on the imaging system computer was completed by medtronic personnel. It was reported that the com port on the cpu was not functional. Visual inspection found that the power connector housing was damaged but did not affect functionality.

Manufacturer narrative:
The system control board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.